Event description:
On (B)(6) 2010, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date in (B)(6) 2014, computed tomography scan revealed a suspected proximal type I endoleak. Aneurysmal enlargement was reportedly also suspected, but could not be confirmed. There was no tortuosity, calcification, or any other anatomic issue reported. No indication was given as to the potential cause of the endoleak. On (B)(6) 2014, a follow-up angiogram confirmed a proximal type I endoleak. On the same day, the patient was implanted with an additional gore excluder aaa endoprosthesis to treat the proximal type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications include tamsulosin, amlodipine, and simvastatin.a review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications.per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.